Manufacturer narrative:
No product will be returned for evaluation. We are unable to evaluate the adhesive pad for any abnormality that may have resulted in the reported "systemic reaction." It is known and understood by the manufacturer that, based on customer's individual skin sensitivities, various reactions to the pod's adhesive may be experienced. No conclusion can be drawn. To mitigate the recurrence of adverse skin conditions, the omnipod website offers a resource guide that includes a listing of skin barrier products that can be used to protect the infusion site. It was noted in the report that the customer had been using a "chemical barrier product", though the reaction persisted. Medical assistance from health care providers was sought in response to the reaction, as is instructed in the omnipod user guide. Without the pod returned for evaluation, we are unable to conclude that any abnormality of the adhesive pad or pod materials had directly caused or contributed to the customer's "systemic reaction." Note: a review of lot qualification records could not be performed as no lot numbers were provided.

Event description:
The customer's wife, who is a nurse, called to report that her husband has been experiencing a "systemic reaction" to the omnipod system. The condition manifests itself as "severe hives all over his body as well as sometimes in the throat or mouth." He has been on the system for about three years, but the reaction has been occurring over the past nine months. Several health care providers have been consulted, but they've "had no luck pinpointing the issue." He is currently using a "chemical barrier product" at the pod site for protection. The pod will not be returned for evaluation.